Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
It was reported, a patient underwent a left hip revision. Approximately fifteen years post implantation, due to a dislocation. During the procedure, significant metallosis and trunnion wear was noted. All the components were removed and replaced. Due diligence is in progress for this complaint. To date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: shell porous without holes 56 mm item #: (B)(4), lot #: (B)(4). Liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell item #: (B)(4), lot #: (B)(4). G2: australia. Customer has indicated, that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00067.